Event description:
Customer's mother reported via phone call that the insulin pump has been alarming no delivery. It was stated that they change the infusion set and reservoir and it would be resolved. Customer's mother stated that the customer has experienced some high blood glucose levels but has not had any serious injury or hospitalization. Current blood glucose was over 370 mg/dl. No troubleshooting was performed as the insulin pump was not available. It was advised to change the complete infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.